Manufacturer narrative:
Physical analysis cannot be performed as product was not returned. Customer reported mobility.

Event description:
Mobility was reported. Bone quality at the time of implant failure type iii. Time of loss in relation to the implantation was 1 to 5 years after prosthetic restoration. Primary stability and osseointegration was achieved. Augmentation procedure was performed at the time of surgery.